Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 3.0x23mm promus stent was deployed in the mid left anterior descending (lad) for 60 sec. At 18 atm. They came down with the balloon and noticed the perforation, and the physician went back up with the stent balloon, this time at 4 atm for 6 min and took a second shot of the perforation. The physician then placed a 3.0x16mm jostent graftmaster stent within the promus stent to cover the perforation successfully and used another company's 3.0x8mm balloon catheter for two inflations at 30 sec. Up to 14 atm. The physician performed an echo and saw everything looked fine and ended the case successfully with no harm to the pt. No additional event or pt info is available.

Manufacturer narrative:
Perforation, as listed in the IFU, is a known adverse event and is not necessarily an indication of a product quality deficiency. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The rated burst pressure for all promus sds is 16 atm. The IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. Possibly the perforation is a secondary effect of the reported over-inflation, although this cannot be confirmed.